Event description:
The animas representative contacted animas on (B)(6) 2013 alleging that the demonstration pump experienced issues with the display lens becoming dim and having a pink contrast. The representative stated that the onset of the display problem was gradual, the pump has not been exposed to moisture or trauma and that this pump is not worn by a patient, it is used for demonstration purposes. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display defect remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: on investigation, the display was dim, faded and discolored. A test display was attached to the pump an illuminated properly without discoloration.